Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during lead implant, the hcp noted there was a dura puncture and he saw csf. Once noted, the hcp withdrew the needle and attempted placement of the needle at a different location. Impedances were initially within normal limits. The hcp noted he forgot to take the straw from the passer out. He unattached tge battery to remove the straw without incident. Once the battery was reconnected, the connectivity was all green. On the second impedance test, two contacts 3 and 12 showed a possible short. Impedances were tested again and showed 3, 4, 12, and 13 as possible shorts. A 3rd impedance check showed 3 and 12 as possible shorts. No changes were made to the system/leads during surgery. Impedances were going to be tested again at the post-op appointment on march 3rd. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the impedances fully resolved and were within normal limits and green. The rep reported that the cause of the impedance issue was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.